Manufacturer narrative:
As far as visible on the x-ray images the plate was fixed with thirteen screws and one additional screw was set near the plate. The breakage of the investigated lcp was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. This complaint is invalid. One of the dates of the x-rays was reported incorrectly on the initial report. It has been corrected herein. Placeholder.

Event description:
Plate broke at a screw hole.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012, a patient was implanted with the lcp aldtp and lag screw for a right tibia shaft fracture. A ptb brace was applied on (B)(6) 2012. On (B)(6) 2013, the surgeon found metal broken through x-ray. The surgeon removed the broken plate and inserted a nail on (B)(6) 2013. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.